Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the last three times, at the end of the reservoir, she experienced extremely high blood glucose levels and an episode of vomiting and diarrhea. Her blood glucose level was 407 mg/dl. The customer treated her blood glucose level with the bolus wizard and drank many fluids. The customer was hospitalized in (B)(6) 2015 and on (B)(6) 2015. Her blood glucose level was over 1,000 mg/dl in september and between 400 mg/dl and 500 mg/dl in december. The customer passed a kidney stone. The customer was wearing the insulin pump at the time of hospitalization. The infusion set had a bent cannula. The high pressure test passed. The device was not returned.